Event description:
It was reported that the lead perforated. The patient presented to the hospital due to side pain. Capture was not found and the chest x-ray showed that the lead migrated outside the shadow of the heart. The lead w as removed and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.